Manufacturer narrative:
Gehc recommended to the hospital to replace the adjustable pressure limiting valve. No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws.

Event description:
The hospital reported the adjustable pressure limiting valve was not functioning as expected. There was no report of patient involvement.